Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable pth elecsys e2g 300 results from the cobas e 801 analytical unit. The initial result was 14 pg/ml, and the repeat results were 106 pg/ml and 104 pg/ml.

Manufacturer narrative:
Due to the limited information provided, the investigation was unable to determine a specific root cause. No calibration or qc issues were found. The analyzer alarm trace contained some sample-relevant alarms around the date of the issue. There was no product problem identified.